Event description:
(B)(4). I have lost 99% of my hair stomach cramps that had me in tears periods lasting at least 3 weeks if not longer heavy bleeding. More head aches. I am sure I am missing many other things and will add more as I no longer have them as of the (B)(6) 2015 and when the stuff don't come back I will tell you more.